Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on how to reset pump, and completed reset with assistance, and no additional outcome information was provided.